Manufacturer narrative:
Distributor reported event. Distributor contacted for additional user and/or device information, none has been received.

Event description:
Item shocked user and burn mark appeared.